Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the er320 clip applier misfired after two clips were successfully placed. Instrument double fired clips and then when placed on duct the clip did not form securely and there was leakage. They finished the case with the original clip applier. There was no consequence to the pt.